Event description:
Caller reported that a pump malfunction occurred, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and advised the customer to call back if the malfunction reappears, with the customer acknowledging this advice.